Event description:
It was reported that the patient with an implantable cardioverter defibrillator, right ventricular lead and right atrial lead, has deceased. There is no known allegation from a health care professional that suggests that the death was device related. The cause of death was unknown. No additional information was reported.

Manufacturer narrative:
The implantable cardioverter defibrillator was returned due to patient death. The device was found to communicate appropriately with a merlin programmer, and the device image was able to be downloaded successfully. The visual screen was acceptable and electrical testing was normal. No other anomalies were found.